Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that at around 1145pm, the patient reported having ¿three dashes¿ on his tandem insulin pump. Prior to this, the patient¿s cgm was reading 110 mg/dl. When the cgm went into a brief sensor issue state, the patient was a restaurant and did not have bg meter with him to check his bg level. The patient was feeling lightheaded and dizzy. The restaurant staff called emergency medical services (ems). Once ems arrived, the patient was treated with IV glucose and a glucose tablet. However, the patient could not recall his bg meter reading at this time. After treatment, the patient felt better and was not taken to the ER. The patient was ¿fine¿ at the time of report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.